Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump may have become exposed to moisture. . The pump immediately began alarming to change the battery and after a new battery was placed in the pump, the alarm occurred again. Reportedly, a few drops of moisture were visible under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - date of submission 07/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during investigation, the pump¿s black box and history were reviewed. The history showed dates from 05/04/2013 to 05/13/2013. Multiple replace battery alarms were observed in the history on 05/12/2013. There was no moisture visible behind display lens. The audio bolus button cover was found to be missing and moisture contamination was observed on the button contact. A leak test was performed which showed a leak at the audio bolus button. During evaluation, an audible reading was not available due to the missing audio bolus button cover. The pump case was removed; evidence of moisture contamination was found inside the pump.